Event description:
Device was returned for repair by the user facility and escalated to a complaint due to the footed portion of the attachment cut by tool contact. On follow-up it was noted that this was identified after the surgeon turned the flap during a craniotomy procedure. It was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The footed portion of the attachment cut by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating root staff."